Event description:
It was reported that bd alaris smartsite pump infusion set was malfunctioning the following information was received by the initial reporter with the following verbatim it was reported by customer that the back check valve defective on primary tubing. When patient's immunotherapy drug infusion was unclamped on secondary line, drug flowed up into saline bag connected to primary line. Immunotherapy infusion on secondary line was hanging above saline bag, and secondary line was connected to primary line's upper y-site. This rn noticed immunotherapy drug was flowing into the saline bag instead of bypassing saline bag and into pump. Pump was stopped, secondary line clamped, and new primary tubing connected to saline bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two samples model 2420-0007, lot 25025182 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and attached to a bd secondary set primed with blue dye water. The sets were allowed to flow and back flow was observed for one of the sets. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, the returned check valve was tested on an offline backflow tester and backflow was not observed. No root cause can be given because the issue was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer.